Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that during implant, the left ventricular lead exhibited unacceptable thresholds and low sensing amplitudes in multiple positions. The patient experienced diaphragmatic stimulation. The lead was not implanted and an epicardial lead was implanted.